Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump. Malfunction did not recur after reset, and customer could continue using pump. Caller was advised to call back if any malfunction code recurs and acknowledged understanding.